Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a pinhole in the balloon wall material 1.5mm from the proximal edge of the proximal markerband. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, difficulty crossing the lesion occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified right coronary artery. The 30mm x 2.50mm emerge balloon catheter could not cross the lesion. Physician attempted to advance it several times, but failed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed a pinhole in the balloon wall.